Event description:
It was reported that during the left middle cerebral arteries (mca) severe stenosis case, the physician intended to use the subject stent system. During the delivery process, the subject stent protracted forward almost deploying prematurely and could not be advanced further. The physician then attempted to gently push the inner catheter externally on the table to investigate the cause of the premature protraction, at which point the stent was directly pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the left middle cerebral arteries (mca) severe stenosis case, the physician intended to use the subject stent system. During the delivery process, the subject stent protracted forward almost deploying prematurely and could not be advanced further. The physician then attempted to gently push the inner catheter externally on the table to investigate the cause of the premature protraction, at which point the stent was directly pushed out. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was observed that the stent was received in a deployed condition, which is aligned with the event description. The stent was noted to be intact. All four marker bands were present on both ends of the stent. The system was flushed; slight friction was noted when the stent stabilizer was removed from the delivery catheter due to kinks/bends at the proximal end of the stent stabilizer. The stent stabilizer was kinked/bent at the proximal end. The delivery catheter was noted to be flattened/crushed towards the distal end. During functional inspection, the device was able to be advanced through a access catheter, however friction was noted due to flattened/crushed section of the delivery catheter. A 0.032" mandrel was able to be completely pushed through the outer catheter. A 0.016" mandrel was unable to be completely pushed through the inner catheter; resistance was met approximately 73cm from the proximal end of the inner catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent stabilizer/guidewire friction' and 'stent delivery catheter/guide catheter friction' were both confirmed during analysis. The remaining 2 ar event 'stent partial deployment' and 'device difficulty engaging target vessel' could not be replicated. However, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the tortuosity of the patient¿s anatomy was reported as 'severely tortuous' with 90% stenosis and calcification at the lesion. It was reported that 'during the delivery process, before the stent reached the stenosis site, it protracted forward, almost deploying prematurely, and could not be advanced further. Consequently, the physician withdrew the entire system. The physician then attempted to gently push the inner catheter externally on the table to investigate the cause of the premature protraction, at which point the stent was directly pushed out'. In the follow-up gfe replies it was noted that resistance was noted when moving the stent system over the guidewire and when passing the system through the tortuous blood vessel. The physician also answered that the anatomy and/or location of the intended treatment area may have contributed to the reported event. The stent was returned for analysis in a fully deployed condition, which is aligned with the information provided. The stent was inspected and noted to be undamaged. The outer catheter (stent delivery catheter) was flattened/crushed towards the distal end. The stabilizer was kinked/bent near the proximal end. It is not clear exactly what occurred which led to this event and to the damage noted to the various parts of the stent system. However, it is likely that the tortuosity of the target vessel, combined with the high level of stenosis and calcification, may have resulted in kick-back due to a buildup of tension in the stent system. This would lead to unexpected movement of the stent system. The as reported 'stent stabilizer/guidewire friction' ,'stent delivery catheter/guide catheter friction', 'stent partial deployment' and 'device difficulty engaging target vessel' as well as the as analysed event ¿stent delivery catheter flat/crushed¿, ¿stent stabilizer kinked/bent¿, ¿stent delivery catheter/guide catheter friction¿, and ¿stent stabilizer/catheter friction¿ will be assigned procedural factors as this complaint appears to be associated with a product that met company¿s design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.